Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was observed that ring # 1 was damaged; this condition was not reported in the original complaint. The catheter was evaluated for deflection and loop characteristics. The loop was found within specifications; however, the catheter did not deflect properly; it was found the t-bar sliced down the lumen causing the deflection issue. A corrective action has been opened to address and resolve this issue. The device history record (DHR) was revised and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The deflection problem condition was confirmed. A root cause for the ring damaged could not be draw since the investigation suggests that the catheter was manufactured within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lasso catheter did not deflect completely and had movement restriction. The case was completed by changing the lasso catheter without any patient consequence. During visual inspection of the returned complaint catheter on may 31, 2012, it was noted that an electrode ring was damaged and had rough edges. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event, thus marking may 31, 2012 as the alert date for this report.